Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Despite attempting to use a different wall adapter the pump did not charge. In addition, it was reported that a malfunction alarm occurred. The customer's blood glucose was 256 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.